Event description:
It was reported that during an interventional procedure in a 90% stenotic, mildly calcified and mildly tortuous left internal carotid artery, the accunet kinked in the shuttle toughy. The accunet was removed without any resistance and an emboshield nav6 was placed. After successful deployment of the rx acculink, retrieval of the emboshield nav6 was attempted however, the recovery catheter would not go through the stent due to tortuosity. The emboshield nav6 was removed without resistance and an accunet recovery catheter was used to retrieve the filter without difficulty. There was no adverse patient effect or clinically significant delay in the procuredure. The patient was discharged home one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the embolic protection system (eps) was returned with blood on the shaft and no saline visible. There was no damage noted to the eps. Only the retrieval catheter was returned. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent due to tortuosity. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.